Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The patient went to the emergency room (ER). (B)(6). The pod was deactivated and they "was" able to activate a new pod. The pod was worn between 4 and 24 hours on the hip/buttocks. They collected her blood and urine sample to be tested and treated her with correctional boluses (exact amount was not provided) of insulin with the new pod that was placed on at the hospital. No additional medication was given.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.